Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin alarmed motor error during rewind due to corroded motor home switch. The insulin was unable to perform functional test due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, broken reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump the customer's blood glucose was 254 mg/dl. During troubleshooting, it was found that the insulin pump was in the hospital with the customer, but was taken off during magnetic resonance imaging. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.